Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that the customer was hospitalized due to blood glucose levels over 600 mg/dl. The customer was weak, vomiting and thirsty prior to being admitted. The caller stated that the customer may have denatured insulin. Troubleshooting was not possible at the time of the call. Nothing further was reported.